Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis : (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/213/67) . The device was returned to the factory for evaluation on 08/13/2021. An investigation was conducted on 01/20/2022. A visual inspection was conducted. No signs of clinical use or evidence of blood was observed. The device was returned inside the product box. The device was removed from the product box. The device was observed inside the plastic protective wrapping. The plastic protective wrapping was observed to be intact, and the plastic protective wrapping was not opened and was observed to be sealed. There were no visual defects observed on the plastic protective wrapping or the device. There was no cardboard observed inside the packaging. Based on the returned condition of the device, the reported failure " device contaminated during manufacture or shipping" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed a "piece of cardboard" in the sterile packaging and did not feel comfortable using for the procedure. Evh was not opened and set aside for rep to replace. A second evh kit was opened to complete the procedure without incident. No patient involvement.